Event description:
It was reported that during an arthroscopic slap repair the surgeon placed the speedlock device in position. After tensioning and locking it in place he attempted to remove the inserter handle and the entire device came out of the bone hole. The procedure was reported to have been completed with no further complications. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not made available.